Event description:
The customer contact reported the device did not deliver. The device was returned to the service center with a report of the "unit fails to recognize bolus switch." Multiple unsuccessful attempts were made to obtain additional info.

Manufacturer narrative:
Testing and investigation found a dose was not delivered when the bolus button on the bolus cord was pressed. This was due to a missing bolus cord contact pin on the docking station. The probable cause for the missing docking station female contact pin is mishandling of the device when removing the bolus cord the connection port. Actions such as twisting or attempt to remove at an extreme angle may cause the docking station female contact pins to remain in contact with the male pins on the bolus cord. This report represents all the info known by the reporter upon query by hospital personnel. (B)(4).